Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address a broken stem implant.

Manufacturer narrative:
Examination of the reported devices by depuy material science confirms the reported device fracture. The root cause is attributed to low-stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the fracture or propagation. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases has identified no device lot problem. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.